Event description:
It was reported that the customer accidentally dropped on the floor the insulin pump, and the customer was experiencing high blood glucose. It was stated that fluid in the reservoir compartment noted, and it appeared that the drive support cap was loose and sticking out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose/flush drive support disk. However, the device passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test, and displacement test. The device also was received with cracked case at lcd window corners, scratched lcd window, and broken belt clip slot. Moisture traces found at the reservoir tube, but not at the motor or electronic assemblies.